Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose level of 400 mg/dl. The customer was treated with fluids and insulin and was released the same day. The customer was unable to provide any further details. As the issue occurred two months prior, no troubleshooting could be performed by tandem technical support.